Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was connected to a water bag to test for leak. Results: upon connecting the returned mr290v chamber to a water bag, a drop of water began to build at the connection between the water feedset tube and the bag spike of each chamber. A sufficient amount of glue was found at the waterbag spike and feedset tube connection. However the glue was only partially bonding. A lot check revealed no other complaints of this nature for lot number 131003. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, it is possible that the leaks from the feedset tube were due to the failure of the glue bond that joins the spike to the water feedset tube. Our previous investigation on similar complaints have also shown that such problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4). During production, pull testing of the feedset strength at both spike and dome end is performed (B)(4) on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The hospital reported that the incident occurred after 4 days of use which means problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the feedset of an mr290 humidification chamber was broken at the connection to the water bag spike after 4 days of use. No patient consequence was reported.